Event description:
In 2007, nurse flushed cath, heard a pop and found a slit in the tubing (blue port slit). Pt was returned to the or and hickman replaced (lot # hur 3216, catalogue #60656-4). About 5 days later, while nurse was flushing this replaced hickman with 10cs-syringe, normal saline, a slit occurred near bifurcation, blue port. Again taken to or for replacement. The first replacement - lot # hurh0771- was not able to be flushed, therefore, another catheter was reinserted.